Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.